Event description:
Following a diagnostic procedure, a health care professional attempted to deploy an angio-seal device in a pt's right groin. During the deployment sequence (at the point in which the user tamps the collagen using the tamper tube in order to create the anchor-arteriotomy-collagen sandwich), the collagen and suture pulled out of the pt, with the device anchor remaining in the pt. Manual pressure and a c-clamp were used to control the bleeding. The pt's pulses were monitored and remained unchanged from pre-procedure pulses. The pt was discharged home and told to watch for signs and symptoms of occlusion. As of 04/28/1998 there has been no further report of complication or pt sequelae made to the MFR.